Manufacturer narrative:
Device analysis confirmed that it was not possible to deploy the stent from the returned device. Dissection of the shaft and withdrawal of the inner lumen found that inner lumen was broken at the skived area. Visual examination found that the inner lumen had folded back on itself and was kinked proximal to the distal end of the proximal broken section. According to the event description, the physician applied some force when attempting to deploy the stent, which may have been a contributing factor to the breakage of the inner lumen. It is noted that the device failed to meet specifications in its returned condition. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation in 2006 that a wallstent endoprosthesis endoscopic biliary device was used during an est procedure performed the same day (patient age, gender and weight are unknown). According to the complainant, the physician attempted to insert the delivery catheter along with a guidewire, however the guidewire came out. The physician was unable to do cannulation without the guidewire. After the delivery catheter was removed outside the body, the guidewire was re-inserted, and the delivery catheter was re-inserted along with it. After placing the delivery catheter, the physician attempted to release the stent by retracting the outer sheath. However, the stent did not release as shown on x-ray. Even though the physician applied some force, the stent did not release. Because of this condition, the physician attempted to retract the stent by retracting the inner sheath while holding the outer sheath, but was unable to retract the stent fully due to resistance. The stent had to be withdrawn from the patient. The procedure was completed with a different size device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".